Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the patient is due to undergo surgery to remove an aortic balloon pump. They have a central venous catheter (cvc) with several connected three-way stopcocks through which life-sustaining medication is administered. During the operation, the patient¿s blood pressure begins to drop for an unknown reason. It then transpires that the three-way stopcocks through which the medication is administered have come apart, causing the medication to spill onto the bed. The three-way stopcocks had been checked and secured in accordance with standard procedures. A report will also be submitted to the swedish medical products agency.